Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implatned in a patient for endovascular treatment of an abdominal aortic aneurysm 2002. The diameter of the proximal non-aneurysmal aortic neck was 25 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 180 mm. Vessel morphology is unknown. The patient has a history of chronic obstructive pulmonary disease. No complications were reported during the implant procedure. It was reported that the device was explanted 3 months later due to an infection that had spread to the patient's lower extremities. It was reported that there was nothing wrong with the stent graft and that the aneurysm was well sealed. No clinical sequelae were reported, and the patient is reported to be fine. The explanted stent graft has been received, and its analysis is pending.